Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as irritated and raw. The patient's nurse added padding and applied ointment to the skin irritation. There is no alleged device malfunction associated with the skin irritation. Follow up was completed and the skin irritation was improved.